Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, capture issues and high thresholds. A dislodgement was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.